Event description:
It was reported that an adverse event occurred. On 5/13/2026, the dexcom continuous glucose monitoring (cgm) sensor allegedly ceased functioning and was not providing any glucose readings. The patient¿s insulin delivery device (omnipod) was also reported to be non-functional. Due to the lack of cgm data, the patient reportedly performed manual blood glucose monitoring via fingerstick; however, no blood glucose meter (bgm) values were available or provided by the reporter. The cgm device was not displaying any numerical glucose values or alerts at the time of the event. The patient exhibited symptoms including lethargy, decreased alertness, vomiting, dehydration, and inability to eat. As a result of the patient¿s condition, the patient was transported to a hospital on (B)(6) 2026, for medical evaluation and treatment by her son (B)(6). As of (B)(6) 2026, the patient remained hospitalized. The reporter indicated that the patient was receiving multiple medications; however, specific treatment details, medication names, and dosing information were not available at the time of reporting. No information regarding blood glucose readings upon hospital admission was provided. On (B)(6) 2026 made a follow up call the patient confirmed that she was given multiple antibiotics. According to the patient, the hospital findings included diagnoses of dka and clostridioides difficile infection. The patient was admitted to the healthcare facility from (B)(6) 2026. At the time of follow-up, the patient reported that she had returned to her normal condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.